Event description:
The rptr stated a 21.5 diopter aq2010v silicone three piece lens tore while being inserted and there was pt contact but no injury. The rptr stated the lens felt tight in the cartridge and the cause of the iol damage was due to cartridge.

Manufacturer narrative:
The prod pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found the lens optic torn and one haptic torn off. There was evidence of reddish residue. It should be noted that the injector was not returned for eval. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.